Event description:
This event was reported as severe mitral regurgitation, perivalvular leak, evidence of infarction of inferior papillary muscle and anterior leaflet prolapse; no further info was provided.